Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: there was no injury to the patient. The doctor was able to finish the case as they kept recovering the fault since it was happening at the end of the case. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the customer reported complaint. A review of the field logs showed the master tool manipulator (mtm) had experienced error code 23062 eevt_dafd3_mvt_err indicating issue towards the mtm wrist pitch. The unit was visually inspected and no external damages on unit were found. The unit was placed on an in-house system and failed. The mtm replicated error code 23062 pointing to mtm wrist pitch. Upon further testing, the unit was placed on surgeon side console fixture test platform (sftp) to perform fitness test and 1-hour sine cycle. The unit failed on distal imu cal - oy, el and wp failed with 23062 error code. The rest of fitness tests were passed. They attempted to run sine cycle, however, error code 23062 was observed. Due to the error, dafd trace logs were performed on wrist pitch, however, it was observed 23062 errors was intermittent. After investigations, failure analysis found axis 5 gearbox motor and slip ring to be the root cause of the errors in the field and during in-house testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, fault 23062 was observed on the system. The technical support engineer (tse) verified fault 23062 on the left master tool manipulator (mtm). The tse advised the customer to perform a hard power cycle on the console and exercise the mtm, however troubleshooting did not resolve the fault. The tse recommended for the customer use the console from the other system at the site, but the other system was in use. The procedure was continued as planned with no reported injury.